Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during removal of the spring wire guide (swg), it was distended and it took away the catheter with it. There was no pt death. Additional info received on (B)(6)2011 from the teleflex (B)(4) office stated the catheter was inserted via the pt's right subclavian. During the removal of the swg, resistance was met. The md removed the swg and the catheter as one unit. The swg appeared unraveled. The md did insert another swg into the same insertion site and used the same catheter to complete the insertion. There was no reported pt death. The pt was injured and medical/surgical intervention was required. There was no delay in therapy. The pt complication was pneumothorax. The pt outcome is fine.